Manufacturer narrative:
Concomitant medical products: product ID: 978b128, lot#: va2b5jw, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the physician was inserting the lead into the ins, but had trouble getting the blue all the way to the end of the channel. They backed the lead out then re-tried. When they tried to remove the lead header from the ins it stretched and broke off. The rep noted that the physician broke the lead during the implant and that this was not an item defect. They removed the broken lead and did not want to use the same battery as there was a portion of the lead stuck in the channel. A new lead and battery were used and implanted during the same procedure. The issue was resolved at the time of the report.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they cannot confirm whether there was an issue with the device or user error. The physician was using force to insert the lead and did not mention device concerns, and no device concern was confirmed during the procedure. The rep was not sure if the physician tightened the set screw, which caused the lead to get stuck/stretch and break when he tugged on it. They asked the physician during the procedure if they tightened the screw and they did not think so. There were a lot of moving parts and they were moving quickly, so it was hard to determine the issue.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2b5jw, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.